Manufacturer narrative:
If implanted; give date: not applicable, lens not implanted. If explanted; give date: not applicable, lens not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic of model pcb00 tecnis monofocal iol (intraocular lens) was broken. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/09/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The pcb00 device was observed under microscope and traces of viscoelastic and/or balanced salt solution (bss) were observed at the cartridge tip. Direction for use (dfu) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The cartridge was observed with stress marks at the tip indicating that the intraocular lens (iol) passed through the cartridge. Pieces of a haptic were found stuck at the cartridge tip. No other portion of the lens was returned. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). The customer's reported complaint was verified. However, no product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.